Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient was hospitalized because of inaccurate readings. The cgm was at 197 mg/dl and rising so he took 6 units of insulin (novolog), went to bed at midnight. Pt didn¿t do a finger prick. Around 4am, he was sweating and passed out. His wife found him and called 911. Patient doesn¿t know what his bg and cgm readings were onset of his symptoms. An ambulance came, took a finger stick and his bg reading was 42 mg/dl. He doesn't know what his cgm reading was when the ambulance arrived because he already passed out. While in the ambulance, they treated the patient with glucose IV drip. He was on the drip from 4am to 3pm. The patient was diagnosed with hypoglycemia and might have a heart enzyme problem so they had a cardiologist checked him and said he was fine that it didn't affect his heart. He stayed at the hospital for 6 days. He was discharged on (B)(6) 2024 (tuesday) at 4:45pm. At the time of the report he was perfectly fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.